Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited noise, oversensing, pacing inhibition, and high out of range pace impedance of greater than 2,000 ohms on the right atrial (ra) lead. The pacemaker was explanted and replaced. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that a chest x-ray was done as well as fluoroscopy and no visible lead damaged was identified. During the revision procedure, the lead was tested on the pacing system analyzer (psa) and there was a lot of noise present. The lead to header connection was tested and looked good. The ra lead was surgically abandoned. No additional adverse patient effects were reported.